Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 49 mg/dl. Customer¿s blood glucose level was 150 mg/dl at morning. The customer reported that they had issue with auto mode, they stated that the auto mode trending low blood glucose after lunch. Customer reported that if they did not eat lunch or dinner on time their blood glucose dropped to 60 mg/dl. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with glucose tablet. Customer declined to troubleshoot for low blood glucose. The insulin pump was not returned for analysis.